Event description:
"Resident was being transferred from a w/chair to a bed. The two caregivers released the pump to let the resident down, the bottom of the pump came off of the lift and the resident fell. The resident was not injured. They found the bolt that holds the bottom of the pump onto the lift and have reattached it. Lift is in storage.